Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l4-s1. It was reported that the tip of the driver broke off in the bone screw. It was decided that an attempt to remove the broken portion would take too much time and the broken portion was not affecting the construct so it was left remaining in the bone screw. No additional complications were reported.

Manufacturer narrative:
Visually confirmed approximately ~4mm of the instrument tip has been broken off and not returned for analysis. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload, dimensional inspection of the tip diameter and material hardness confirms conformance to print specification. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.